Manufacturer narrative:
On 1-dec-2021, mentor received additional information regarding the suspected medical device. Initially, the suspected medical device was reported as a 375cc mentor memorygel breast implant (catalog #: 3503751bc). However, additional information indicated that the actual suspected medical device is a 475cc mentor memorygel breast implant (catalog #: 3504751bc, lot #: 6939546). The relevant fields have been updated. On 15-dec-2021, mentor received additional information regarding the replacement devices. The replacement devices are two unspecified 485cc natrelle gel breast implants. On 17-dec-2021, the investigation on the suspected medical device was completed. Investigation summary : mentor conducted a visual inspection, microscopic examination, and thickness measurement of the returned device. Visual analysis of the returned sample revealed that the breast implant was found to be ruptured and received in two parts. A microscopic examination was performed, and the cause of the tear could not be identified. Therefore a thickness measurement was conducted on the shell at the tear, and the thickness was within manufacturing specifications. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Although no conclusion could be reached on the cause of the reported event, the instructions for use contain the following caution: rupture can occur at any time after implantation, but it is more likely to occur the longer the implant is implanted. The following things may cause the implant to rupture: damage by surgical instruments; stressing the implant during implantation and weakening it; folding or wrinkling of the implant shell; excessive force to the chest (e.g. During closed capsulotomy); trauma; compression during mammographic imaging; and severe capsular contracture. Breast implants may also simply wear out over time. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent a breast surgery (right: breast reconstruction) with two mentor memorygel breast implant prostheses (right: 375cc, left:475cc) and experienced right-sided rupture and left-sided breast pain postoperatively. The diagnosis was confirmed based on physical examination. As a result, the patient underwent removal and replacement with two unspecified breast implants on (B)(6) 2021. This report is for the right-sided prosthesis.

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: rupture manufacturer¿s reference number: (B)(4).